Manufacturer narrative:
Date of event was approximated to (B)(6) 2018. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary fully covered rmv stent had been implanted to treat a distal biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with balloon sweep procedure performed on (B)(6) 2018. The stricture was noted during a cholangiogram performed after the patient was hospitalized for cholestasis. The cholestasis was considered resolved on (B)(6) 2018. Reportedly, the patient had a history of chronic pancreatitis, the etiology of the pancreatitis was alcoholic and was also calcific. According to the complainant, in (B)(6) 2018, the patient developed cholecystitis and was hospitalized and treated with medication (exact medication unknown). Reportedly, cholecystitis resolved in (B)(6) 2018. On (B)(6) 2018, an assessment of biliary obstructive symptoms (abos) was conducted and the patient reported right upper quadrant pain. It is unknown if or how the pain was treated. Boston scientific has been unable obtain additional information regarding the event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation on may 28, 2019 that a wallflex biliary fully covered rmv stent had been implanted to treat a distal biliary stricture during an endoscopic retrograde cholangiopancreatography (ercp) with balloon sweep procedure performed on (B)(6) 2018. The stricture was noted during a cholangiogram performed after the patient was hospitalized for cholestasis. The cholestasis was considered resolved on (B)(6) 2018. Reportedly, the patient had a history of chronic pancreatitis, the etiology of the pancreatitis was alcoholic and was also calcific. According to the complainant, in june 2018, the patient developed cholecystitis and was hospitalized and treated with medication (exact medication unknown). Reportedly, cholecystitis resolved in june 2018. On (B)(6) 2018, an assessment of biliary obstructive symptoms (abos) was conducted and the patient reported right upper quadrant pain. It is unknown if or how the pain was treated. Additional information received on november 14, 2019. The complainant reported that on (B)(6) 2019, cholangiogram with stent removal and balloon sweep was performed. Reportedly, the stent was noted to be in a satisfactory position at the time of removal and there were no adverse events reported. Additional information received on november 26, 2019. The complainant reported that cholangiogram was performed to remove the stent, per protocol.

Manufacturer narrative:
Date of event: date of event was approximated to on (B)(6) 2018. Event has been updated with additional information received on november 14, 2019 and november 26, 2019. (Explant date) has been updated with additional information received on november 14, 2019. Initial reporter name and address: health care facility address: (B)(6). Patient code 1932 captures the reportable event of cholecystitis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.